Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a missing set screw.

Event description:
It was reported that during implant, the physician was unable to engage the wrench in the ventricular port after multiple attempts and two different wrenches. There was no issue with the atrial port. An alternate implantable pulse generator (ipg) was placed. No patient complications have been reported as a result of this event.